Event description:
It was reported that during an unrelated procedure, the right ventricular (rv) lead was found to be damaged. The physician elected to explant the rv lead and replace it with a new one. The patient¿s condition remained stable.

Manufacturer narrative:
The reported event of lead damage was confirmed. Only the distal portion of the lead was returned in one piece for analysis. Visual inspection found the right ventricular shock coil pulled back distally with the shock coil filers overlapping themselves and sheath was cut/damaged in multiple locations of the partial lead. The reported event is consistent with procedural damage.